Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the additive is applied to the inside of the tube via spray coating. When the assembly machine becomes misaligned, the spray collects on one side of the tube. There has been training rolled out to all operators along with a job aid for upkeep of the spray coat that will help with the prevention of the droplets. Due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time. The indicated lot # and reported condition will be tracked and trended.

Event description:
It was reported that bd vacutainer® edta tubes 0 bd hemogard¿/lavender appeared to contain a yellow foreign substance. No serious injury, no medical intervention. Problem was discovered before use.